Manufacturer narrative:
The investigation for the introducer damage has been completed. No product or images were returned for analysis. Clinical reports all best practices were followed and mention calcification of vessels. The root cause of introducer damage - mechanical was not determined as no product or images were returned for analysis. The instructions for use for the impella cp with smartassist system states the following: section: warnings & cautions: cautions ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the impella cp was placed without any issues. When percutaneous coronary intervention was being performed with cp support the physician placed the 14f peel away sheath, but the left half of the orange circle came off the sheath when dilator was removed. The doctor replaced the orange piece and elected to move forward. Single access with 7f companion sheath utilized. Sheath started leaking near the end of the case. Companion sheath was removed. Peel away sheath removed and replaced with repositioning sheath. Blood loss was minimal, and no transfusion needed. The patient survived the event.